Event description:
A report was received that the newly implanted patient had developed an infection which was procedure related. The patient was administered with antibiotics. The patient underwent explant procedure and was doing well following procedure.

Event description:
A report was received that the newly implanted patient had developed an infection which was procedure related. The patient was administered with antibiotics. The patient underwent explant procedure and was doing well following procedure.

Event description:
A report was received that the newly implanted patient had developed an infection which was procedure related. The patient was administered with antibiotics. The patient underwent explant procedure and was doing well following procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual and performance tests performed. No complaints about the functionality of this device were reported. The ipg exhibited normal device characteristics. The damage to the lead was consistent with damages during explant procedure and was not considered a failure.